Event description:
The MFR received info alleging that the ventilator was not recognizing ac power. There was no report of pt harm or injury. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirmed the alleged malfunction. A follow up report will be submitted when the MFR¿s investigation is complete.